Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable cardioverter defibrillator (ICD) never alerted for a low battery. Follow-up was attempted with the physician; however, no additional information could be obtained. The device was later explanted and replaced upon reaching normal elective replacement indicator (eri). No patient complications have been reported as a result of this event.